Event description:
723 days post index procedure the patient expired. The index procedure treated on target lesion. Target lesion 1 was located in the ostial lad with 80% stenosis, moderate calcification, and was 10mm long with a reference vessel diameter of 3.0 mm. Target lesion 1 was treated with direct placement of a 2.75 x 12 mm taxus express2 stent, with 0% residual stenosis. The patient was medicated with integrilin during the procedure. The patient was discharged one day later on asa and plavix therapy. Per source documents, the next evening, the patient developed shortness of breath and was subsequently hospitalized for treatment of bilateral pneumonia and exacerbation of congestive heart failure. Asa and plavix were continued on discharge. The patient's daugther informed the site that her father had died of "congestive heart failure." No further information pertaining to the patient's death was provided by the family; repeated attempts to obtain any related medical records within the enrolling hospital network have been unsuccessful. An autopsy was not performed; cause of death per study documents is "congestive heart failure." In the opinion of the physician, there was no relation to the taxus stent and the death.